Event description:
A report was received that the patient was experiencing redness around the ipg incision site due a possible infection. The physician removed some scabs from the incision site. The patient was given oral antibiotics. Nothing was explanted or implanted. The patient is getting proper stimulation and is reportedly doing well following the procedure.

Manufacturer narrative:
The ipg will not be returned to bsn as it remains implanted in the patient. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.